Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a hill sachs surgery both devices ar-1927bcf-45 (lot: 15072797) failed. Both suture anchors were punched and tapped and inserted. In both incidences the suture mechanism came away with the screwdriver handle and one anchor snapped and the sutures pulled away from the anchor. The anchors remained in the bone. The surgery was finished successfully with a different device (ar-1927bcf). The hill sachs surgery was completed with 5.5mm ft bio comp while doing an open latarjet procedure. It was not necessary to switch the surgical technique. Update avoe 02-nov-2023. It was confirmed that no second surgery was required.

Manufacturer narrative:
The complaint cannot be confirmed due to the device being unable to be visually and functionally evaluated. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause(s) of the reported failure can be user error, such as improper bone preparation, misaligned insertion, or prying/leveraging the device during insertion.